Manufacturer narrative:
Correction.

Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed. The data files showed 50030 (excessive flow) system notice, unrelated to the reported issue. The patient experienced a known clinical issue of heart block leading to the procedure being aborted while the patient was under general anesthesia. The risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The electrophysiology (ep) catheter, 227f3 with lot 12131, has not been returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced heart block. The procedure was aborted and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.